Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon placed the lens in the capsular bag and capsule tore during removal of viscoelastic. There was vitreous loss and a vitrectomy was performed. The lens was in unstable position and doctor enlarged the incision and another model and diopter lens was implanted. Sutures were used. The patient's current status is good.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic cut or torn into pieces. Only two pieces of the lens optic were returned in the bag. One piece of the optic has one haptic attached to it. Three haptics are missing along with a large chunk of the optic. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the exact root cause of the reported event could not be determined. However, it is possible that surgical technique may have caused or contributed to the event. Per the information received, the capsule was torn during removal of viscoelastic when the iol was already in place. Per additional information received, the iol was not damaged. It should also be noted that the viscoat viscoelastic used is not validated for use with b&l products.